Event description:
Additional information was received that the device was reprogrammed to resolve event.

Event description:
During a follow-up in-clinic, episodes of post paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention was performed. The patient was stable with no consequences.